Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected blank display noted during testing. All buttons functioning properly no damage on the keypad assembly. No pump error 23 alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 400 mg/dl. Customer stated the insulin pump was not delivering insulin. Customer stated insulin pump had blank display. Customer stated insulin pump was not dropped nor bumped and nor exposed to moisture. Customer stated the contact on the battery cap was neither missing nor damage nor information corroded. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer stated that display did return after pump restart. The insulin pump will be returned for analysis.